Event description:
The customer called into the response center for info on the warranty of their ac modules as the receptacle keeps popping out and exposing wires.

Manufacturer narrative:
(B)(4): the customer called into the response center for info on the warranty of their ac modules as the receptacle keeps popping out and exposing wires. The response center confirmed to the customer that the warranty on ac power modules is one year. The customer will order new ac modules to resolve their problem.